Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 3 and postpartum state. Previously administered products included for an unreported indication: paragard iud, iud and depo shot. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic with bilateral salpingectomy and removal of bilateral essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: it was noted that there were 2-3 rings coming out of the left tubal ostia. On the right side, 3-4 rings were noticed to be protruding from the ostia. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: " previously reported event injury to herself replaced with medical device removal and made medically significant and intervention required due to surgery". Reporter and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included multigravida, parity 3 and postpartum state. Previously administered products included for an unreported indication: paragard iud, iud and depo shot. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic with bilateral salpingectomy and removal of bilateral essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: it was noted that there were 2-3 rings coming out of the left tubal ostia. On the right side, 3-4 rings were noticed to be protruding from the ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.